Event description:
A pt reported experiencing inaccurate high results with a one touch ultra meter. The pt's blood glucose results were 330, 461, 178 and 163 mg/dl. Tests were done within 10 minutes. Pt has expired control solution and uses control solution only on occasion. Pt did not experience any adverse events. No further info has been reported.